Event description:
During a follow-up in clinic, the device was interrogated and remaining longevity was much lower than expected. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and was above the elective replacement indicator (eri). The device image was obtained and reviewed and a longevity estimation was performed based on usage information. The battery voltage was found to be within expected longevity performance. The device functionality was tested using test leads and resistor loads. The telemetry, sensing, pacing, pacing lead impedance (pli), high voltage lead impedance (hvli), hv charging, hv delivery, and hv shock impedance were all tested and no anomalies were detected. The patient notifier was also tested and functioned as programmed. The device was cut open for further analysis and no anomalies were noted. The inconsistency in the longevity estimation was most likely due to a programmer software issue.